Event description:
A customer reported a malfunction on the pump, identified as malfunction 12. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. It was resolved that the customer could continue using the pump, with instructions to contact technical support if the issue reappeared.